Event description:
It was reported that device detected svt episode as vt and delivered atp therapy. Similar events were observed on subsequent follow-ups where the patient had received atp therapy and shocks. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.